Manufacturer narrative:
The reported issue about fluctuating peep (positive end-expiratory pressure) value could not be reproduced during on-site troubleshooting performed by our fse. The fse confirmed in the logs presence of multiple "peep high" alarms during ventilation. There were also a few occurrences of high oxygen concentration and high continuous pressure alarms. Furthermore the fse found no technical errors in the logs that might indicate a component failure. He replaced anyway the expiratory channel pcb and the hospital's biomed let the unit ventilate a test lung for 5 days. During this time no alarms or error messages occurred. The ventilator passed all functions checks and safety tests and it was cleared for return to clinical use. The replaced pcb was not returned for investigation and no logs were received. Therefore the root cause of the reported failure cannot be determined.

Event description:
(B)(4).

Event description:
It was reported that the peep (positive end-expiratory pressure) value was fluctuating on a ventilator while it was connected to a patient. There was no patient harm. (B)(4).